Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the cartridge was filled with 305 units of insulin, and the insulin gauge displayed an inaccurate initial fill estimate of over 55 units (+55u). Blood glucose level ranged from 116-150 (mg/dl). Reportedly, the customer continued using the existing cartridge for insulin therapy.